Manufacturer narrative:
(B)(4). As the sample is not within our requirements we assess this complaint to be justified. Corrective measures regarding flow rate issues have been initiated and are documented under (B)(4). Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). We received one used (three quarters filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was closed with the original wing cap. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cones) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml). A functional test respectively a leak test was carried out. After opening the white clamp the pump did work immediately (solution was running). Leakages were not detected at the received sample. Flow rate test: nominal: 2 ml/h; actual: 2.7 ml in 1 h; 5.6 ml in 2 hrs; 39.7 ml in 25 hrs. The sample does not agree with our specification. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): slow flow or no diffusion. Drug: 5fu.